Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that on (B)(6)2023 a 12.6mm, vicm5_12.6, -9.50 diopter, implantable collamer lens tore/broke during injection/delivery into the eye. The lens was implanted, removed and replaced intraoperatively without patient injury and the problem resolved. The reporter states the cause of this event is due to user error. The reporter also states that the device did not fail to perform as intended. For cause details the reporter states " the lens was damaged in the injection."